Event description:
The pt reported experiencing elevated blood glucose of up to 540 mg/dl since (B) (6) 2009. She bolused through the infusion device to lower blood glucose levels with no success. She injected insulin via syringe. She inspected the infusion tubing and found no insulin flowing through the needle. No e4 (occlusion) error was displayed on the infusion device. Her normal blood glucose level is 120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.